Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00560 and 1016427-2013-00110.

Event description:
As reported by the (B)(6) study, a patient had a tia post stent deployment in a carotid artery stenting procedure in the proximal left circumflex. At discharge 3 days later, the nih stroke scale score was 3 and the rankin score was 1. Baseline nih and rankin scores were 0, respectively. The patient was symptomatic at the time of the index procedure. Carotid artery stenting was performed on a 70% occluded lesion in the proximal left internal carotid artery of 30mm in length in a 4.5mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric. A 6mm medium support angioguard was successfully deployed past the lesion and pre-dilatation was performed. A 7x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. Post stent deployment, the patient had dysarthria, reflex change, right hemiparesis, right hemineglect and right hemiataxia.

Manufacturer narrative:
It was indicated in the previous report that the cec adjudicated the previously reported tia as a stroke. Additional information is pending and will be submitted within 30 days upon receipt. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00560, 1016427-2013-00110 and 9616099-2013-00612.

Manufacturer narrative:
Please note that the initial and follow-up 1 reports indicated that the patient experienced a tia after carotid stenting in the proximal left circumflex. However, the correct target lesion was the proximal left internal carotid artery. In addition, based on minutes received from the clinical events committee (cec), the conclusion previously submitted is updated with the stroke and slow flow. There are no changes to the previously submitted evaluation codes. As reported by the (B)(6) study, an (B)(6) male patient with medical history including previous stroke, cardiac arrhythmia and hypertension had a tia post stent deployment in a carotid artery stenting procedure in the proximal left internal carotid artery. Adjudication minutes received classified the event as a stroke. Cec minutes indicate following post-dilatation, completion arteriogram showed very poor flow through the ica. Therefore, an export catheter was used. At discharge 3 days later, the nih stroke scale score was 3 and the rankin score was 1. The patient was discharged home with physical therapy, occupational therapy and speech therapy. Baseline nih and rankin scores were 0, respectively. The patient was asymptomatic at the time of the index procedure. Carotid artery stenting was performed on a 70% occluded lesion in the proximal left internal carotid artery of 30mm in length in a 4.5mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric. A 6mm medium support angioguard was successfully deployed past the lesion and pre-dilatation was performed. A 7x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. Post stent deployment, the patient had dysarthria, reflex change, right hemiparesis, right hemineglect and right hemitaxia. Due to the slow flow, 2mg of tpa was given through the sheath just as a precaution for any distal emboli, 600mcg of nitroglycerin. Asa, plavix and coumadin were also given. Initially there was an attempt to aspirate from the distal protection device into the stent. No thrombus or atheromatous debris was obtained. Aspiration through the sheath was then performed and the distal protection device was removed. The distal protection device was filled with a lot of atheroma. A completion angiogram showed maintenance of distal flow in the ica with no cut offs. The physician noted that the patient did develop symptoms of not being able to squeeze his hand or speak. Additionally, the physician administered a total of 600 mcg of nitroglycerin throughout the procedure. By the end of the procedure the patient was squeezing a toy again and speaking clearly. The physician noted "clearly he had a tia". The site reported a 0% final residual stenosis. At the 30 day follow up, nih and rankin scores were both 0. No new adverse events were reported and the patient exited the study. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. It is a known potential adverse event associated with carotid stent implantation and is listed in the IFU as such. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. The use of tpa also puts the patient at a higher risk for experience a hemorrhagic stroke. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. This is one of three products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00560, 1016427-2013-00110 and 9616099-2013-00612.

Manufacturer narrative:
Additional information was received the angioguard was in place when the adverse event occurred and there was a lot of debris. Tpa was given through the sheath just as a precaution for any distal emboli, 600mcg of nitroglycerin. Asa, plavix and coumadin were also given. The patient was discharged home with physical therapy, occupational therapy and speech therapy. Additional concomitant products used: cordis empira nc 75r30350n 3.5mm x 30mm lot ce0001907 pre dilate: cordis aviator plus 424-4530w 4.5mm x 30mm lot 15461951 post dilate: cordis angioguard 601814rmc lot 70513505: only other product used was medtronic export aspiration catheter exportap (B)(4). As reported by the sapphire ww study, an (B)(6) year-old male patient with medical history including previous stroke, cardiac arrhythmia and hypertension had a tia post stent deployment in a carotid artery stenting procedure in the proximal left circumflex. Tpa was given through the sheath just as a precaution for any distal emboli, 600mcg of nitroglycerin. Asa, plavix and coumadin were also given. At discharge 3 days later, the nih stroke scale score was 3 and the rankin score was 1. The patient was discharged home with physical therapy, occupational therapy and speech therapy. Baseline nih and rankin scores were 0, respectively. The patient was symptomatic at the time of the index procedure. Carotid artery stenting was performed on a 70% occluded lesion in the proximal left internal carotid artery of 30mm in length in a 4.5mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric. A 6mm medium support angioguard was successfully deployed past the lesion and pre-dilatation was performed. A 7x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. Post stent deployment, the patient had dysarthria, reflex change, right hemiparesis, right hemineglect and right hemiataxia. At the 30 day follow up, nih and rankin scores were both 0. No new adverse events were reported and the patient exited the study. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00560 and 1016427-2013-00110.

Manufacturer narrative:
An additional cordis device was being used when the patient had the previously reported tia event. Therefore, there are now three devices associated with this event. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00560, 1016427-2013-00110 and 9616099-2013-00612.

Manufacturer narrative:
Additional information was received that the cec adjudicated the previously reported tia as a stroke. Additional details are pending and will be submitted within 30 days upon receipt. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00560, 1016427-2013-00110 and 9616099-2013-00612.

Manufacturer narrative:
The clinical evaluation committee (cec) minutes were received and indicate there was a new adverse event, hypoperfusion. Additional details received noted that the patient underwent the index procedure with delivery of the angioguard¿ rx ecgw, pre-stent balloon angioplasty and placement of one precise® pro rx stent in the left proximal ica. Post-dilatation was performed. The site reported the patient experienced a tia event following stent deployment. According to the catheterization report, following post-dilatation, completion arteriogram showed very poor flow through the ica. Therefore, an export catheter was used. Initially there was an attempt to aspirate from the distal protection device into the stent. No thrombus or atheromatous debris was obtained. Aspiration through the sheath was then performed and the distal protection device was removed. The distal protection device was filled with a lot of atheroma. A completion angiogram showed maintenance of distal flow in the ica with no cut offs. The physician did administer 2 mg of tpa through the sheath as a precaution for any distal emboli. The physician noted that the patient did develop symptoms of not being able to squeeze his hand or speak. Additionally, the physician administered a total of 600 mcg of nitroglycerin throughout the procedure. By the end of the procedure the patient was squeezing a toy again and speaking clearly. The physician noted "clearly he had had a tia." The site reported a 0% final residual stenosis. The procedure ended at 11:50. Several hours later, at 16:00 the stroke scale score was evaluated by the baseline examiner. The nih stroke scale score was 9 due to level of consciousness-not alert, but arousable, performing 1 of 2 loc command correctly, partial hemianopsia, minor facial palsy, right arm drift, limb ataxia in 1 limb, mild to moderate sensory loss, mild to moderate aphasia and mild to moderate dysarthria. A consultation note (possibly by a rehabilitation specialist) noted that the patient had a history of left macular degeneration with reduced vision in the left eye and the patient's daughter thought the vision may have worsened since the patient suffered a stroke approximately 4 weeks previously. The physician reviewed a MRI from early (B)(6) 2013 which showed a left parieto-occipital infarct. A neurology consultation note on the following day noted that the patient was having difficulty with speech and his right arm. Additionally his right leg seemed weak and the left toe was upgoing. The neurologist thought this was possibly an extension of his pre-existing stroke or a new stroke post-stent. There was a suspicion for a low flow area. The prior stroke did not show up on CT. A head CT without contrast on the next day showed no acute findings and atrophy and chronic ischemic changes. The neurologist noted that the patient's speech was thick, there was weakness in the right arm which was improving and there was some weakness in the right leg. He discussed the CT with the family. There was no evidence of stroke. There were old changes only. He suspected that the watershed area was most affected and that there is a low flow phenomenon in that region. He further documented: "I went back to the "stunned" example for the penumbra. I would expect him to recover. Mr might show reduced flow but that will be on hold while the stent heals." His assessment was: "tia with no evidence of acute stroke. He seems to be recovering slowly. I would leave the coumadin in place for now. I suspect this is a consequence of low flow only." On (B)(6) 2013, the neurologist's progress note indicated that the patient was doing better. The patient felt his voice and speech were better than the day before. He was moving his right arm better and had more range. He was now up and walking. On examination, he had a minimal pronator drift. His gait was slow but normal. Return to baseline was expected. Two days later, at 07:40 the stroke scale scores were evaluated by an unidentified examiner. The nih stroke scale score was 2 due to minor facial palsy and right arm drift. Post-procedure on ((B)(6) 2013)the stroke scale scores were evaluated by the baseline examiner. The nih stroke scale score was 3 and the rankin score was 1. The patient also developed some asymptomatic bradycardia and was seen by the cardiologist. The patient was discharged on (B)(6) 2013 on asa and clopidogrel. On the 30-day follow-up visit was completed. The stroke scale scores were evaluated by a different examiner. The nih stroke scale score was 0 and the rankin score was 0. Additional information is pending and will be submitted within 30 days upon receipt. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00560, 1016427-2013-00110 and 9616099-2013-00612.